Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. The reporter alleged that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/23/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/19/2014 with the following findings:visual inspection revealed no evidence of moisture behind the display lens. Evaluation revealed that the display screen text was dim/faded and discolored. Unrelated to the complaint, a leak test revealed a battery compartment leak and a display leak. There were multiple cracks observed at the opening of the battery chamber. There was no evidence of moisture found inside the battery chamber. The pump case was removed and moisture residue was found on the pump¿s internal components and printed circuit board. Also unrelated to the complaint, evaluation revealed that the audio bolus button was unresponsive to button presses. The audio bolus button cover was removed and no evidence of moisture or contamination was observed on the internal parts. The complaint that there was moisture behind the display was not able to be confirmed during investigation.